Manufacturer narrative:
Ees #.973901-j. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(4); staples in the track, yes(7) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based on the inquiry received and the visual examination, it was concluded that the reported "device jammed" during surgery was due to a cracked cartridge nose. No conclusion could be reached as to how the nose had cracked.

Event description:
It was reported the device was used during a coopers ligament procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.